Event description:
As reported by the field clinical specialist (fcs), during the transcatheter aortic valve replacement (tavr) procedure of a 34 mm evolut valve ((B)(6) valve), the patient was observed with significant paravalvular leak (pvl). The operator requested preparation of a 29 mm sapien 3 system and an esheath+ to implant a second valve to resolve the pvl. While the sapien 3 system and esheath+ were being prepared, the operator had post-dilated the (B)(6) valve with a (B)(6) balloon. The pvl significantly improved, and a decision was made to not treat the patient with a second valve. The patient was stable. There were no issues with an (B)(6) valve, system, or any other devices. Additionally, no (B)(6) devices were introduced into the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).